Manufacturer narrative:
Patient information was unavailable from the site. Device unique identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the axiem system was replaced. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. Other relevant device(s) are: product ID: 9660651. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the instrument could not be recognized during navigation. When the equipment screen was checked, the emitter was dotted. The issue was resolved by changing the port that the emitter was connected to the electromagnetic emitter box and restarting the system. There was no delay in the procedure and no impact on patient outcome.